Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad was damaged and the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the pump's keypad cover was peeling off of the base starting at the ok button. The ok button did not respond to user inputs. There was no contamination found underneath the button contacts. The ok button contact was missing. Unrelated from the keypad issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.